Event description:
It was reported that the technician was having difficulty loading a cq2015 three piece collamer lens and the lens split during insertion. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the wound. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
.